Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:during investigation, the audible alarm was not functioning. The pump was opened and a failed electrical connection was found in the audible alarm circuit. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.